Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, the reported difficulties and subsequent treatments appear to be due to case circumstances. It is likely that the failure to advance was due to interaction with the severely calcified superficial femoral artery (sfa). In addition, it is likely that after the failed attempt to advance, the stent became loosened on the balloon due to interaction with the anatomy, resulting in the dislodgement during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left iliac. The omnilink elite stent delivery system (sds) was advanced; however, would not cross the mild to severely calcified superficial femoral artery (sfa). During removal of the device, resistance was felt and the stent slid off the balloon. A balloon catheter was advanced through the dislodged stent and inflated, deploying the stent outside the target lesion. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.